Manufacturer narrative:
Device 4 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer had an off-centered starter hole. As a result, the seal between the wafer and the plastic portion was thin and gave out easily. He changed daily due to leakage and it caused skin irritation. No photo is available at this time.